Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed the infusion set and cartridge and resumed insulin, resolving the issue without needing additional assistance.